Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00248. All information from the original report(s) has been transferred to this report.

Event description:
Battery issue. Not in use. This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the battery required replacement. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed it was an aftermarket battery issue. The fse replaced the battery with a philips lithium ion v60 battery and device was cleared for service. This concludes the investigation.